Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed burnt tip could not be determined, however, the issue was like due the user using a high-energy treatment tool (laser, radio frequency, etc.) Without ensuring a sufficient distance from the device tip. The event may be detected by following the instructions for use section below: bf type p180/q180/1t180/1tq180 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested maintenance on the bronochovideoscope due to an unknown malfunction. The device was returned for evaluation. During the device evaluation, it was found that the distal end was burned by a high energy instrument. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the distal end was burned by a high energy instrument. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.